Event description:
Customer reported that when running a barcode labeled sample on a system, the barcode reader misread the barcode and assigned the results of the testing to the incorrect pt. This error was identified in the lab and no results were reported. The same sample tube with the same barcode label was subsequently re-run and was correctly identified.